Event description:
A philips employee became aware of a journal article (published online 11nov2018) ¿new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction:a single-centre experience¿. The study retrospectively aimed to evaluate the incidence of phrenic nerve palsy (pnp), its clinical presentation, and the clinical course in a prospective single-centre cohort of consecutive patients undergoing transvenous lead extraction (tle) by reviewing pre- and post-procedural chest x-rays. A total of 255 tle procedures with extraction of 364 leads were enrolled in the study between january 2009 and september 2017. All extractions were sequentially completed with spectranetics glidelight laser sheaths and spectranetics lld lead locking devices. Procedural complications included 6 unspecified in-hospital procedure-related major complications and 5 all-cause in-hospital unspecified major complications (MDR #3007284006-2026-00322, MDR # 3007284006-2026-00323). One patient experienced intra-procedural death due to intractable hypovolemic shock, and 3 in-hospital deaths for any cause (MDR # 3007284006-2026-00324, MDR # 3007284006-2026-00325). Additionally, 5 patients experienced phrenic nerve palsy (pnp): an 80-year-old male with incidence of phrenic nerve palsy after 2 weeks post-procedure. Symptoms included atypical chest pain. No treatment was needed and pnp resolved (MDR # 3007284006-2026-00326). A 41-year-old male with incidence of pnp 3 weeks post-procedure. Symptoms included atypical chest pain. No treatment was needed and pnp resolved (MDR # 3007284006-2026-00327, MDR # 3007284006-2026-00328). A 59-year-old male with incidence of pnp at 24-hour post-procedure. Symptoms included exertional dyspnea (MDR # 3007284006-2026-00329, MDR # 3007284006-2026-00330). Treatment included inspiratory muscle training and pnp resolved. A 50-year-old female with incidence of pnp immediately post-procedure. Symptoms included acute dyspnea. Treatment included inspiratory muscle training and non-invasive ventilatory support; however, pnp did not resolve (MDR #3007284006-2026-00331, MDR # .). A 47-year-old male with incidence of pnp at 36-hour post-procedure. Symptoms included chest discomfort. No treatment was needed and pnp resolved (MDR # 3007284006-2026-00333, MDR # 3007284006-2026-00334). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 11nov2018 has been used, the date of publication. özkartal, tardu,regoli, françois,conte, giulio,caputo, maria luce,klersy, catherine,moccetti, tiziano,auricchio, angelo. 2018. New onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience ep europace, 20(11): 1827-1832. Https://academic.oup.com/europace/article/20/11/1827/4973021 this report captures the phrenic nerve palsy that occurred in the 50-year-old female after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, device serial number, and manufacture date. E) although the journal article originated from switzerland, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3/h6) the device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.